Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory of the monopolar curved scissors (mcs) instrument involved with this complaint for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the accessory is returned a follow-up MDR will be submitted to the FDA. Isi did receive the mcs instrument associated with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint of arcing. There was no sign of arcing on the instrument. The instrument was placed and driven on an in-house system and found to be fully functional. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Energy was delivered without any issues and the electrical continuity test passed. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs instrument arced. Although there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a ¿short¿ and may have exhibited "arcing". The procedure was completed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to gather additional information for this event; however, the reporter had no further information on the instrument issue other than what was provided.